Manufacturer narrative:
The device is available for eval but has not yet been received; additional info will be submitted once the device is received and the quality investigation is conducted.

Event description:
A stryker core impaction drill was called in for repairs for overheating during a wisdom tooth extraction. The gum tissue of the pt was burned as a result of this event. Antibiotic therapy was administered to the burn and the pt was given pain medication and released. The procedure was successfully completed with the same device. It is not known if any scaring is expected; the pt did not return to be seen since the event.